Event description:
A report was received on 9/20/2001 that the doctor had observed incidents of post-op inflammation of a low grade when implanting memorylenses. The doctor was contacted numerous times for additional information, but replied that he did not feel it was worth reporting and did not want to look up specific patient information or serial numbers. He also stated that it was chronic inflammation, and in the long run, the patients were fine. No additional information was obtained.